Manufacturer narrative:
The device was received for evaluation. The sample analysis was performed and there was no device malfunction found that could have caused or contributed to the reported events. A short-simulated therapy was successfully performed. Internal visual inspection revealed connections were correct and secure no evidence of moisture or pest infestation, and no internal part damage. Review of the device logs showed an excessive drain volume of 2259ml during drain 4 of 4, which was greater than the programmed maximum peritoneal volume setting (1950ml). A review of the device programming revealed the programmed estimated night uf (400 ml) may have been set too low for the most recent therapies. Per the amia clinician guide, setting the estimated night uf too low, or to 0 (zero), may result in a higher risk of iipv. The estimated night uf value should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program. The log data of the seven most recent therapies showed the patient¿s average uf was approximately 702 ml. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The probable cause of the reported event was determined to be the programmed estimated night uf being set too low. The amia automated pd system patient guide explains the estimated night uf settings, provides treatment and programming answers on the settings. The guide also provides warnings regarding settings being set too low. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced nausea, coughing, and felt full. The patient was connected to the amia device at the time of the event. The patient reported the device drained 1500 ml and went to fill. The patient presented to the emergency room; however it was not reported if the patient was hospitalized for the events. It was reported draining relieved the symptoms and the patient was recovered from the events. The patient reported the device was swapped the following day. No additional information is available.